Event description:
It was reported that the patient was experiencing extended ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept the medical facility.